Event description:
The manufacturer received information alleging a communication between the host and oxygen blending module (obm) error code was found during preventative maintenance on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was evaluated at the manufacturer service center. During the evaluation it was noted that the devices obm printed circuit assembly (pca) board had caused the communication between the host and obm to be loss on the device. In conclusion, the device's obm pca board was replaced to address the issue. The root cause is confirmed at this time. The device passed all final testing.